Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial#(B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) ubd: , UDI#: h3: analysis of the recharger (serial #: (B)(6) revealed that the connector pin was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller had a broken desktop charger (dtc) connector pin. The patient added that the dtc connector pin got stuck inside the recharger. As a result, the recharger was intermittently charging because the patient had to hold the dtc cord against the connector pin. The patient also indicated that they ultimately were not able to charge their implant because of this issue. During the call, the patient confirmed they were able to extract the dtc connector pin from the recharger. An email was sent to repair to replace the desktop charger.